Event description:
Pharmacy reported that tubing was leaking at the clamp (the part that actually sits in the pump). Sample contained chemotherapy therefore was discarded. There was no pt harm or medical intervention. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leaking at the clamp. The customer stated the set has been discarded and is not available for failure investigation.